Manufacturer narrative:
Initial.

Event description:
It was reported that the user encountered an ¿incompatible sensor¿ scan error when attempting to use a libre 3 sensor with the ilet system that requires freestyle libre 3 plus; the agent confirmed the mismatch, guided the user to start the remaining libre 3 plus sensor, and advised of the warmup period, after which glucose data would display. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a use-of-device problem related to interoperability, with no applicable internal device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.